Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately five months fifteen days later post port placement procedure, the patient was allegedly experienced with infection and the port was removed. The current status of the patient was unknown.

Event description:
It was reported that approximately five months and fifteen days post a port placement via the left internal jugular vein, the patient allegedly experienced with infection and the port was found to be the source of infection. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The patient underwent port placement procedure for right breast cancer for initiation of chemotherapy. Under fluoroscopic guidance, a wire was advanced into the superior aspect of the inferior vena cava. A pocket was created in the ipsilateral infraclavicular region. A port was placed in the pocket. The catheter was tunneled to the access site and advanced to the superior vena cava atrial junction. The pocket was closed with sutures. Approximately five months and two weeks post placement, the patient was admitted to the hospital for weakness, fatigue and found to have mssa bacteremia, suspected source was colonization of mediport. Around four days later, the patient underwent removal of left internal jugular mediport for mssa bacteremia. An incision was made over the mediport on the left chest. The port was very mobile in the pocket on the chest. This was further freed with hemostat and blunt dissection until the port removed through the incision. A stitch was placed around the catheter tract and then tied down around the catheter tract as the catheter removed so to keep the tract hemostatic. The catheter and port removed as a single unit easily. Therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced bacteremia. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 05/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and fifteen days post a port placement via the left internal jugular vein, the patient allegedly experienced with bacterial infection and the port was found to be the source of infection. It was further reported that the patient was diagnosed with methicillin-resistant staphylococcus aureus bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that five months and fifteen days post a port placement via the left internal jugular vein, the patient allegedly experienced with bacterial infection and the port was found to be the source of infection. It was further reported that the patient was diagnosed with methicillin-resistant staphylococcus aureus bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.